Manufacturer narrative:
Please note that while this product is no longer mfg and previous medwatch reports for this product may have been submitted for the mfg site arjo med ab ltd (under registration # (B)(4)). As of 06/15/2010, that number was de-activated due to the site no longer being a MFR. Going forward, complaints related to this product are to be handled by bhm medical inc and any medwatch reports will be submitted under registration # (B)(4). The clip was found to be cracked but it cannot be confirmed if the clip was damaged prior to the transfer. Further info will be provided upon MFR's investigation.

Event description:
While the nurse was putting the pt back to bed with an agency care assistant, she had difficulty with under bed clearance, which held up, and just before landing on the bed, one of the leg clips gave away. The pt dropped a short distance onto the bed. No injuries were reported.